Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 4.35 tap broke off in the left l3 pedicie.

Manufacturer narrative:
UDI: (B)(4). One (1) viper2 4.35mm self drilling dual lead tap [product code: 2867-15-450, lot no: ng44508] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the tap¿s distal tip. The second half of the device tip was not returned for analysis. Device was then sent to (B)(4) a research & testing engineer for fracture analysis. The fracture analysis report suggests that the fractured tip underwent a quasi-static torsional shear failure. No material defects or other abnormalities have been identified in the fracture analysis report. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tap distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.